Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was undetermined. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred during the initial drain. The patient's drain volume 2796ml. The fill volume was 1700ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not reported any symptoms of overfill. The patient resumed therapy after this event with no further issues. No additional information is available. There was no patient injury or medical intervention associated with this event.